Manufacturer narrative:
Report numbers: 1038671-2023-02524 and 1038671-2024-04599 multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02524 and 1038671-2024-04599. The revision reported was likely the result of prosthesis wear, osteolysis, patella loosening, an insufficient bond between the tibial component and the bone, which led to aseptic (non-infected) tibial loosening, and/or failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. The extent and root cause of the prosthesis wear, osteolysis, and loosening could not be determined as the devices were not returned for evaluation, images and radiographs were not provided, and details regarding cementing technique or environmental conditions were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Patient #3 of 17: it was reported via an article titled ¿high rates of aseptic loosening in modern posterior-stabilized femoral components from a single manufacturer¿, that this 56 y/o female patient¿s truliant ps femur, tibial and patella were revised 34 months postop the initial implant for aseptic femoral loosening. No additional information is available.